Event description:
It was reported that during a middle ear surgery the motor device was "heating up". The planned surgical procedure was completed without delay as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.